Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant. The patient presents bone type ii.